Event description:
Product was returned as implant failure at 11 months. Implant was loaded. Pt's oral hygiene was described as having mild inflammation of the gums. Report also stated that the pt's bone quality was insufficient.